Manufacturer narrative:
Additional product code: hif manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the event investigation is not complete at this time. A supplemental and final report will be filed following the completion of the event investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that an unknown airseal trocar device, was used in an unknown procedure and ¿the event is unclear, but two nurses at the user facility mentioned that a patient passed away on the surgeon¿s table. It was noted that either before or after removal of the trocar a major artery was hit and patient bled out. Mention of a death was first communicated to the sales rep in (B)(6) without any mention of conmed products. It was not until (B)(6) 2022 that involvement of the airseal trocar was associated with the event by one of the nurses. The event date is unclear, but it may have occurred in (B)(6) 2021 or (B)(6) 2022.¿ as the exact airseal trocar used in this event is unknown, the ias8-dv, airseal robotic xi, cap and obturator with bladeless optical was chosen to stand in as the reporting device. This device was chosen by reviewing (B)(6) purchase history. The sales representative spoke with the surgeon on (B)(6) 2022 and found the procedure was a hernia and the patient was female. No other information is known regarding this event. This report is being raised on the basis of death due patient bled out due to major artery being hit with a trocar.

Event description:
The sales representative reported on behalf of the customer that an unknown airseal trocar device, was used in an unknown procedure and ¿the event is unclear, but two nurses at the user facility mentioned that a patient passed away on the surgeon¿s table. It was noted that either before or after removal of the trocar a major artery was hit and patient bled out. Mention of a death was first communicated to the sales rep in (B)(6) without any mention of conmed products. It was not until (B)(6) 2022 that involvement of the airseal trocar was associated with the event by one of the nurses. The event date is unclear, but it may have occurred in (B)(6) 2021 or early (B)(6) 2022.¿ as the exact airseal trocar used in this event is unknown, the ias8-dv, airseal robotic xi, cap and obturator with bladeless optical was chosen to stand in as the reporting device. This device was chosen by reviewing wakemed's purchase history. The sales representative spoke with the surgeon on (B)(6) 2022 and found the procedure was a hernia and the patient was female. No other information is known regarding this event. This report is being raised on the basis of death due patient bled out due to major artery being hit with a trocar.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and it has been indicated that there is uncertainty with which airseal trocar catalog number was used during this event. Furthermore, no photographic evidence has been provided. Therefore, a device malfunction cannot be verified. If the device is returned at a later date, the investigation can be updated and reanalyzed. A two-year lot history review could not be performed since a lot number was not provided. A review of the device history review could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) report, regarding (B)(4) device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during insertion of the cannula and cannula cap. Improper use of this product can result in life threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the obturators tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.